Event description:
It was reported by the customer that a pyxis medstation es system had a fatal error when pulling medication. The customer reported that the malfunction occurred when the user was trying to issue the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to database corruption issues. A technical support specialist dialed into the station and completed step "3. Controlling the purge" within ka 000011153 up to step: 3.2.2 to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.